Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3+ functional mitral regurgitation (mr), restricted and thin posterior leaflet for a mitraclip procedure. Imaging was sub-optimal due to patient's complex anatomy. During the procedure, leaflet was perforated when grasping attempts were made. However, the clip was deployed successfully. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.